Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 197, 416, 343, 575 and 312 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at the time of the call. The product is stored according to specification in the hallway closet. The test strip lot manufacturer's expiration date 02/28/2020 and open vial date is (B)(6) 2018. Customer also stated she was also using test strip lot number ru5009, with manufacturer's expiration date of 04/27/2019, when she had obtained high results. The meter memory was reviewed for previous test result history: result 1:197mg/dl date:(B)(6) 2017 time:2:10p fasting, result 2:416mg/dl date:(B)(6) 2017 time:10:42 fasting, result 3:343mg/dl date:(B)(6) 2017 time:09:07a fasting, result 4:575mg/dl date:(B)(6) 2017 time:3:56a fasting, result 5:312mg/dl date: (B)(6) 2017time:3:17a fasting.